Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported, the right ventricular (rv) lead was non-prophylactically explanted and replaced. Follow up was attempted but no additional information was able to be obtained about any specific performance issue. No patient complications have been reported as a result of this event.